Event description:
It is reported that during impaction of the provisional onto the femur, the provisional broke.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. Evaluation summary: as returned, the provisional was fractured through the distal condyles. According to the sem analysis, the fracture appears to have occurred by repeated impact loading. The fractured surface shows a dendritic structure and the crack arrest marks. Mechanical deformation on the fractured surface was also observed which could have happened after the fracture occurred. This part was manufactured in (B)(4) 2002, which makes its potential field age almost 8 years. However, usage cannot be determined since this is a reusable device. This device is intended for repeated impaction, but without additional information, the exact cause cannot be conclusively determined at this time. Evaluation: device history records indicates all components were manufactured and inspected to specification. Scanning electron microscopy (sem) analysis / energy dispersive spectroscopy (eds) analysis was performed. No manufacturing abnormalities could be detected by either method.